Event description:
While removing the delivery catheter through the sheath, the marker bands came off and stayed in the sheath. There was no effect to the patient and no intervention was necessary.

Manufacturer narrative:
The device was not returned for analysis. Method - complaint files were reviewed and there have been 5 previous similar events reported resulting in no serious injuries or deaths. Another device that was involved in a previous similar event using the same accessories was returned and analyzed. In that case, the stent delivery catheter and the introducer sheath (another manufacturer's) were returned. The supera stent delivery catheter's dimensions were measured and found to be within its specifications. The introducer sheath was measured and found to be below its labeled nominal dimension. It is unk what the minimum and maximum dimensions are for the introducer sheath. Analysis concluded that when the supera catheter is placed into the introducer sheath, it wasn't able to move freely. This resulted in the sheath catching the marker bands causing them to move on the catheter. The manufacturer of the introducer sheath has been informed of these events. Additionally, a modification to the marker band crimping process is currently being implemented. This process change is expected to enhance the strength of the marker band crimp.